Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU),vascular trauma (i.e., dissection, rupture, perforation, tear etc.)is a potential adverse event.

Event description:
The following was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment using conformable gore® tag® thoracic endoprosthesis and gore® dryseal flex introducer sheath for type b thoracic aortic dissection. The sheath was inserted through the patient's right femoral artery. It was reported a resistance was noted during inserting the sheath. After deployment of ctag, a bird beak on the proximal end of the device and an endoleak of unknown type were observed. The physician chose to monitor it. After removal of the sheath, an access vessel dissection was observed in the right external iliac artery. Non-gore stent (epic) was implanted in the right external iliac artery to treat the access vessel dissection. The patient tolerated the procedure. Reportedly, the physician mentioned that the access vessel dissection was within expectation.